Event description:
The facility reported a pump with infiltration during patient use. The patient was being infused d5.9 normal saline at the rate of 100ml/hr in the left ac. According to the hospital representative, the patient's arm swelled as a result of this infiltration and the infusion was stopped, the IV site changed to the right ac and the infusion restarted. The nurse stated that the patient experienced discomfort and limited mobility for a couple of days, but has since recovered. There was no other medical intervention necessary according to the hospital representative. There is no additional information available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary: the reported condition of infiltrationcould not be confirmed during product evaluation. The pump was tested and was found to be operating within specifications.